Event description:
The cus contact reported the device touchscreen would not calibrate. The device was returned to the biomedical department for an unspecified reason. No specific pt info, device programming, or event details were avail. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen would not calibrate. No add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. The device touchscreen was found to be out of calibration. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).